Event description:
A cranial surgery has been performed with the aid of brainlab navigation system. According to the hospital, the surgeon: planned and performed a craniotomy with the aid of the brainlab navigation. Sent some tissue samples to pathology, who was unable to identify abnormal tissue. Proceeded and finalized the surgery. On the post operative scan it was detected, that the tumor region has been completely missed during surgery. According to the hospital the pt remained neurologically intact, there was no adverse clinical effect to the pt reported by this hospital for this specific case. An add'l surgery was necessary for this pt and has been performed, again with the aid of brainlab navigation. The surgeon was satisfied with the result of this second surgery.

Manufacturer narrative:
There is no indication of a malfunction or quality or performance issue with the brainlab device. The brainlab device works as intended. According brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. There was no serious injury to the pt. Although a risk to the pt's health could not be excluded for these specific circumstances. After registration by the user the brainlab software did not find a match that was as accurate to the pt's actual anatomy as desired for this specific case. This situation was not detected by the user, despite the according verification functionalities of the navigation software that are available. There is no indication of a systematic issue or malfunction of the brainlab device. According brainlab measures for the anticipated potential risk are already in place. Brainlab intends to offer add'l training to this hospital.